Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, granuloma, and silicone migration.

Event description:
Healthcare professional reported unknown side capsular contracture baker grade IV, "mass debrided from the right axilla consistent with silicone granulomas." The following is not related to the device "a large white nodule that extended up into the axilla," the device has been explanted.

Event description:
Additional benign cyst. Device has been discarded.